Manufacturer narrative:
The investigation for the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 72-year-old female in post cardiotomy cardiogenic shock /low cardiac output syndrome. The impella 5.0 was inserted into the vessel; however, the device was unable to traverse the vessel, due to tortuous anatomy. Therefore, the impella 5.0 was removed and replaced with the impella cp.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.